Event description:
I had a nevro spinal cord stimulation implanted (paddles) and have been in debilitating pain since. I had it removed a little over a year after implant and have issues with any bending, reaching, lifting. I am 39 years old and can only shower twice a month and wash my hair once a month. I struggle to do simple daily tasks and am having to file disability. This is ¿hell¿. Resting hr (heart rate) 175.